Event description:
The user facility reported that the scrub tech put 15cc's in the band, then saw a flash at 12cc's. Therefore, the scrub tech put 2cc's back in the band; however, there was notice a pulse of blood at the access site. They waited 1 minute, and blood was collecting, therefore, they put 15cc total in the band and still noticed a little blood with a pulse. They put a blood pressure (bp) cuff on the patient's arm, inflated it, and held pressure on the radial artery. They then opened a new tr band with the same lot number and placed a new band. They put a total of 7cc's in and it was fine. During the placement of the 1st and 2nd band the patient developed a golf ball sized hematoma. The patient was sent to recovery and was discharged later in the day with no further issues. The cath lab manager put the tr band in a cup of water later in the day blown up. He noticed bubbles coming from the inflated band. The procedure performed was a coronary cath. Additional information was received on 30jun2025: there was loss of air upon inflation. The tech stated when he inflated the balloon on the tr band initially with 15 cc's of air, he could see a small pulsing of blood at the insertion site; however, still followed the labs normal protocol to let air out of the band until they saw a true "flash" of blood then he put 2 cc's back into the band. As he observed the access site, he could see the bleeding at the site getting worse as the air was slowly escaping the band. After they removed the original band and placed the second band on that worked as it is supposed to, they inflated the original band and placed it in a cup of water, and they noticed air bubbles escaping from the tr band. There was small hematoma noted at the radial site from the initial band malfunction. The patient was fine and was discharged that same day.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band, inflator, and packaging label were returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or inflation balloon. The sample passed leak testing. The sample was subject to additional leak testing per qa287 rev 2. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 13ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band, inflator, and packaging label were returned for assessment. The sample was subjected to visual analysis and no damage or deformities were noted on the band or balloon assembly. The sample was subjected to leak testing and passed all leak testing. The check valve was deconstructed, and no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues. The returned sample did not leak, and no damage or foreign matter was found in the check valve. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).